Manufacturer narrative:
(B)(4). This report is filed on november 09, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anaesthesia and underwent skin revision surgery (date not reported), during an abutment change. The implanted device remains.